Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported occasionally experiencing high blood glucose of 400 mg/dl. Customer reported having issues with kidney disease, heart disease, thyroid, arthritis, high pressure, and high cholesterol. No further information reported.